Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge svc representative conducted an onsite investigation. The power supply and connectors were checked. No further svc info was provided.